Manufacturer narrative:
The technician found the power cord ground to the bed frame was loose. He tightened the ground screw to repair the bed.

Event description:
Information received indicates the during a bed inspection the technician found the ground leakage reading was high.